Event description:
It was reported the patient is unable to establish communication between her ipg and external devices. It was also reported the patient's programmer reflects a communication error. It was noted the patient has not recharged her ipg in approximately 8 months. Surgical intervention is planned as the next course.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).